Event description:
Per oos, this device was originally implanted in (B) (6) in 1995. The exact date of implant is unk. This device could not be interrogated. This device was replaced with a cyclos vr, (B) (4).